Event description:
It was reported that the right ventricular (rv) lead had a sudden loss of capture. The patient's heart rate slowed to the 30's. The patient became hypotensive and hypoxic. External pacing was used until the lead could be replaced. Interrogation showed the lead impedance to be infinite. The lead had an apparent fracture with an insulation breach and conductors were externalized. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: (B)(4) lot# serial# (B)(4), implanted: 2008 (B)(6), explanted: 2013 (B)(6). (B)(4).